Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br there was clotting/micro clots/fibrin clots. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "samples collected with several tubes have clotted. Patients were without results and had to be redrawn."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br there was clotting/micro clots/fibrin clots. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "samples collected with several tubes have clotted. Patients were without results and had to be redrawn."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.